Event description:
Reporter indicated that device diagnostic testing at the office visit in 03/2003 resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient is not feeling any stimulation. Physician plans to perform x-rays and possibly schedule a revision surgery to resolve the high impedance. Lead break is suspected.